Event description:
The pt underwent a permanent implant procedure on (B)(6) 2013. After the doctor placed the second lead, he had difficulty removing the stylet from it. As a result another lead was used to complete the procedure. The lead that was removed was discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.